Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following result: 4,2 mmol/l. Customer got an hypoglycemia and the ambulance was called. Customer got glucose and some food.